Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing elevated blood glucose levels (300-350 mg/dl). Customer has been working with her health care professional to stabilize blood glucose levels. Customer's health care professional had the customer increase her basal and bolus settings, and stated that the customer's elevated blood glucose levels are most likely due to the customer being pregnant.